Event description:
A journal article was reviewed which contained information regarding this lead model. A patient was referred for the explant of an implanted system due to severe system infection. While attempting to remove the left ventricular (lv) lead, the lobes of the lead ¿could not be relaxed.¿ after the use of a mechanical dilator sheath and ¿several¿ rotations, the tip of the lead was finally loosened and the complete lead was able to be extracted. Of note, immediately after the procedure, the patient had a ¿discrete pericardial effusion.¿ however, this effusion disappeared without the need for intervention. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information was made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: removal of a chronically implanted active-fixation coronary sinus pacing lead using the cook evolution© lead extraction sheath. Europace. 2014;16(5):1099-5129.